Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10dec2019.

Event description:
The customer reported internal battery fails to charge. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the tui (tahoe user interface) pcba (printed circuit board assembly) and battery to resolve the reported issue.